Manufacturer narrative:
(B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block(lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was not on a prior regimen of aspirin or any other antiplatelets at the time of index procedure. A lotus introducer sheath(lis) was placed, and then the native aortic valve was treated with balloon valvuloplasty, according to the instructions for use(IFU). Next, subsequent deployment of a 23 mm lotus edge valve into the proper anatomical location was performed. Event description: on the same day post index procedure, the subject developed a small dissection at the right common femoral artery attributed to the lotus introducer sheath (lot# 0000036023) and lbbb. No action was taken to treat either the dissection nor lbbb. At the time of reporting the outcome of the dissection was recovering. At the time of reporting the lbbb event was not recovered/not resolved. The following day, the subject was discharged home on dabigatran.